Event description:
It was reported that after a system upgrade and during a biopsy procedure, the only needle listed was the qas needle. The technologist selected the qas needle and attempted the biopsy. When the needle was fired, it hit the detector. No injury reported. Clinical applications remotely entered the system and enabled the customer's needle selections.